Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the IV set vented ard ap india there was an issue with roller clamp not working properly.

Manufacturer narrative:
This complaint is a duplicate and has been cancelled as a result meaning the MDR submitted is null and void. This complaint's actual number in bd2 trackwise is (B)(4).

Event description:
It was reported with the use of the IV set vented ard ap india there was an issue with roller clamp not working properly.